Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1- event site telephone updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by aaron through the emergency support program (esp) that, during use of the cs300 intra-aortic balloon pump (iabp), an autofill failure alarm occurred for the first time during his shift. There was patient involvement; however, no adverse event was reported. Initial restart attempts were unsuccessful; however, after esp guidance to initiate iab fill and restart the pump, the issue resolved with no recurrence during the call. Based on the information provided by the emergency support program (esp) personnel, the issue was resolved by initiate iab fill and restart the pump. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.